Manufacturer narrative:
A driver broken at the distal tip was received and visually evaluated. It was reported by the representative that the surgeon elected to not use the available torque limiting handle when using the driver. Not using the torque limiting handle when applying torque with the driver can cause an over torque condition resulting in tip breakage.

Event description:
Reported as two worn axle drivers, but when drivers were received one driver was broken, lot # 050208, at the distal tip and the other driver was twisted/stripped. Breakage and damage happened on 7-5-17 during screw placement. Representative responded that surgeon didn't use the available torque limiting handle when using the drivers, but there was no injury.